Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed. The instrument was found to have the grip pulley dislodged from the dowel pin at the back end, resulting in the jaws not opening. The complaint was confirmed based on failure analysis. A review of the logs for the vessel sealer extend associated with this event has been performed by an intuitive surgical, inc. (Isi) afa. The following additional information was provided: logs show that the instrument was installed 3x and passed homing 3x. Qty 8 cut complete events were recorded, no errors. Logs show qty 12 seal events with 3 high initial starting impedance errors. The instrument was used for about 12 minutes. Nothing from the logs points to the jaws wouldn¿t open complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) worked three to four times and then stopped. The jaws would not open. The procedure was completed with no reported injury.